Manufacturer narrative:
Pump was received with cracked select button keypad overlay, partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was damaged. The customer's blood glucose level was 17.1 mmol/l. The customer reported that there was a crack in front of the middle button and beside the back button. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.